Event description:
The tps universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the reverse trigger was able to run in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The engineering technician confirmed the device was running in safe mode and noted that the trigger shaft was worn.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The tps universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the reverse trigger was able to run in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.